Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right-side deflation. Device has been explanted and replaced.

Event description:
Healthcare professional additionally reported there was a minimal amount of clear serous fluid.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening assessed as surgical damage and a cracked valve seat diaphragm valve. Additional observations: wear abrasion and crease fold observed on the device.